Event description:
The customer reported via phone call that they were experiencing hyperglycemia. The customer's blood glucose level at the time of incident was 400 mg/dl and current blood glucose level was 71 mg/dl. The insulin pump was on auto mode. Customer was not able to access carelink. The customer was assisted with troubleshooting for hyperglycemia. Customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.